Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# unknown, implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had vagal bradycardia with passing in atrioventricular block 3 for a few seconds during implant of the electrode. The stimulator was not implanted at the time. The electrocardiogram post-operative was normal. Atropine was given and troponin measurement post-operatively was normal. The event was considered resolved.